Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient presented to the hospital with an open wound, draining and with tan foul smelling pus. The patient also had fever, nausea and malaise. The patient was treated with intravenous antibiotics. Additional information received from the field representative indicates that the crt-d was explanted and then was used as an external temporary device. There were no additional adverse patient effects reported. The crt-d is no longer in service.